Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated that she had a left knee replacement on or about (B)(6) 2013. Patient stated that the pain and swelling has never gone away. Approximately on or about (B)(6) her left knee implant failed and has been walking with a cane or walker.